Event description:
Complainant alleged that during incoming testing, the device powered on without display and prompted a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported malfunction of "no display" was verified and attributed to the display cable not connected to connector of the inverter board. The display cable was replaced to resolve the problem. The reported malfunction "check pads message" was not verified or confirmed. On evaluation, the device detected no issue with a valid impedance. The reported problem meets device specification. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.